Event description:
Hcp reported incorrect catheter placement and premature explant of the pump. The device was explanted and returned to the MFR for analysis. A follow-up report will be sent when additional info is received.